Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 5/28/2019. Device evaluation summary: according to the information received, it was reported that the patient experienced a rupture on the right side breast and capsular contracture. Upon initial inspection the device was severely rented. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to, the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. A manufacturing record evaluation was performed for the finished device 7508565 number, and no non-conformances related to the reported complaint condition were identified. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Reason for device explant and/or reoperation: capsular contracture/rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female who underwent primary breast augmentation with 400cc mentor memorygel breast implants experienced right sided baker¿s grade IV capsular contracture and rupture post procedure. As a result, bilateral prothesis replacement with 440cc mentor implants was performed. This report contains supplemental information for mentor psr reference number (B)(4). This report relates to the right prosthesis. See 1645337-2019-20996 for contralateral prosthesis report.